Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 was sticking. When it popped open automatically, it became stuck when attempting to pull it out fully. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). Serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1 in the main pyxis c was sticking. A field service engineer (fse) found that device was operational but difficult to pull. The issue could not be resolved at the time and required an half height drawer replacement. The half height drawer was later replaced. The system functioned as intended after the field service engineer repaired the device.